Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the home choice (hc) during prime. The technical service representative (tsr) explained the alarm. The hole was small in the frangible of the heater bag. The home patient (hp) stated that he would just change the bag. The tsr advised that all new supplies needed to be used. The hp said that he would cover it with foil. The tsr explained why all new supplies were needed. The hp did not care and would do it his own way. The hp ended the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event. This writer informed the nurse of the patient's user error and the contamination risk. She said she would speak with the patient. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of a single use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.